Event description:
The report indicates that extra-corporeal membrance oxygenation support was begun on march 27, 1998. After 132 hours of support, the bio-pump leaked around the seal and the device was replaced. Recent info obtained indicates that the original circuit which was used for nine days was changed out because of clotting. No other info was available. The damage noted during co's testing may be consistent with a device coming into contact with an alcohol based fluid. Co's direction for use contains a warning to address device exposure to alcohol-based fluids.